Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, interrogation results showed some spontaneous noise on the atrial channel. There were three impedance readings which showed values greater than 2000 ohms which started a couple months ago. All other measurements were normal. Pocket manipulation was able to recreate noise, but impedances were stable. No adverse patient effects were reported.